Manufacturer narrative:
The customer reported that their central nursing station (cns) was intermittently showing communication loss and then the tile would go blank. The wave form is then restored and they can see patient data but the issue was intermittent. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) was intermittently showing communication loss and then the tile would go blank. The wave form is then restored and they can see patient data but the issue was intermittent. No patient harm was reported.